Event description:
Patient presented with major pain, night sweats, etc. MRI showed "foreign object on right side" and that mesh was coming apart. Mesh explanted 2006-- "balled up."

Manufacturer narrative:
There is an indication that the subject product is going to be returned for evaluation but it has not been received to date. A follow up report will be submitted after subject has been recieved and evaluation has been completed.